Manufacturer narrative:
Findings: unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. Power error detected alarms were triggered when the lithium backup battery was less than 3.5 volts for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and cracked select button on keypad overlay.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer¿s blood glucose level was unknown. Troubleshoot was performed for power error detected. The customer stated the plastic ring on the top of the reservoir has broken off. The insulin pump will be returned for analysis.